Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17sep2024: thrombus in the zta stent graft is noted at the 2-year follow-up. No secondary interventions/treatment performed for the thrombus.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event is no longer considered reportable as it is assessed as a side effect and not due to the device. H6) c22 - appropriate term/code not available for side effect, d17 ¿ appropriate term/code not available for side effect. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. The subject of this complaint is a 76-year-old female patient. No prior procedures, but pre-excisting conditions with diabetes, smoking and obesity. Primary indication for thoracic endovascular aortic repair was taa (thoracic aortic aneurysm). The patient was treated with zta-p-30-201. Proximal and distal neck was reported pre-procedure to be with partial thrombus, parallel neck shape, no occlusive disease and mild calcification. Location of the device was proximal seal zone 1: left common carotid to distal seal zone 6, above celiac. No evidence of device issues at the completion of procedure. Anti-platelet was prescribed at time of discharge. 2 year follow CT (computer tomography) revealed a thrombus in the zta-p-30-201. No further treatment has been scheduled. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information, nothing indicates that the event is related to fault condition of the device or abnormal use of the device. The patient was pre-disposed because of the pre-procedure reported partial thrombus in the both proximal and distal neck. The event is assessed to be a side effect. According to the instructions for use, thrombosis is a known adverse event associated with zta endovascular procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: 2-year follow-up visit (B)(6) 2021). Date of imaging: (B)(6) 2021. From follow-up CT/MRI, patency: is there any evidence of thrombus? = yes. Is there evidence of device issue(s)? = no. Proximal component (zta-p/pt-) = yes. Patient outcome: no secondary intervention reported. Patient died of unrelated lung-cancer.

Manufacturer narrative:
Manufacturers ref #: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.